Manufacturer narrative:
The insulin pump powered up properly and there was no blank display anomaly. The insulin pump was received with normal operating currents and no damage was found on the lcd isolation tape during visual inspection. The device was monitored and no unexpected low battery alarm, failed battery test alarm or unexpected shutting off occurred during testing. The insulin pump alarmed external flash crc error during the self-test and the problem was isolated to the mother board. The insulin pump was received with corroded battery tube, cracked reservoir tube lip, minor scratches on the lcd window and scratches on the reservoir tube window.

Event description:
Customer reported via phone call external flash crc error alarm, low battery alarm and blank display anomaly. Customer advised the insulin pump would turn off at random and the battery would frequently drain on the device. Troubleshooting for external flash crc error alarm was performed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.